Manufacturer narrative:
Methods: this medwatch is for the screw where the "inner nipple" stripped. Complaint history analysis and risk assessment. Results: this is the eighth complaint related to screw stripping for this type of screw. Previous investigations have pointed to user technique as a probably cause. The result of the multiple screw issues in the surgery lead to an extension of the surgery by about 45 minutes. Conclusion: the implicated screw was not returned, so a complete investigation could not be done. Previous complaints similar to this event have concluded that this type of deformation could occur from overloading during implantation, not full engagement with the screwdriver and/or failure of the persuader used with the screws. This MDR occurred with medwatch # 9617544-2011-00393.

Event description:
At t1 pedicle, surgeon drilled with a 3.5mm drill, then tapped with a 4.5mm tap all the way down to 28mm. Tried to put 4.5mm x 28mm non-biased screw in, got 3/4 way in and the head popped off and was still attached to the screwdriver. Took a wire twister, attached to the shaft and screwed out. Was able to put another screw in, same size and type. At t2, the surgeon drilled with 3.5mm drill, then tapped to 28mm with a 4.5mm tap. He got the screw about 3.4 way in and the inner nipple of the screw stripped (screwdriver was fine, was used to put in another screw). Took out with anti-torque key. Loaded another screw of same size and type and implanted.